Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted 17 months later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as the excepted remaining longevity of the pacemaker had decreased significantly since the last follow-up visit. Six months ago the device showed three and a half years remaining, then three months later showed three years remaining. Currently the longevity was showing as one year remaining. Ts discussed that the undersensing of the patient's atrial fibrillation (af) could be a contributing factor in the decreased longevity. The sensitivity was reprogrammed to resolve the undersensing and since the patient's was scheduled for a cardioversion further evaluation of the pacemaker's longevity would occur at that time. No adverse patient effects were reported.